Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred requiring an additional intervention. The patient presented with coronary artery disease. The 70% stenosed target lesion was located in the non-tortuous and non-calcified left main artery. A 4.00 x 8 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged from the balloon. The stent moved down to aorta after it was detached from the balloon. The dislodged stent was successfully removed using a snare and the procedure was completed with another stent. No patient complications were reported, and the patient was fully recovered.

Event description:
It was reported that stent dislodgement occurred requiring an additional intervention. The patient presented with coronary artery disease. The 70% stenosed target lesion was located in the non-tortuous and non-calcified left main artery. A 4.00 x 8 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent was dislodged from the balloon. The stent moved down to aorta after it was detached from the balloon. The dislodged stent was successfully removed using a snare and the procedure was completed with another stent. No patient complications were reported, and the patient was fully recovered.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). The device was not returned for analysis however, media was received and reviewed. The media showed what appeared to be the stent deployed into the left main. Multiple inflations of the delivery balloon were made, most likely to post dilate the stent. The poor quality of the images could not confirm if a stent was present when inflations of the balloon were made. The recording then showed an expanded stent moved to the aorta and positioned on top of the guide catheter. The delivery system, guide catheter and guidewire were then noted to be removed from the patient. Media received.